Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cpsa c9 device was inserted into the right femoral artery in a 81-year-old male patient. The impella was inserted for ventricular support during a protected percutaneous intervention (pci). During the procedure on a patient with a bioprosthetic valve, the impella pump was inserted after the guidewire had been successfully positioned in the left ventricle. However, the placement wire could not be removed. The physician withdrew the pump, along with the guidewire, from the ventricle using increased force. During the pump's explantation, the physician pulled on both the catheter shaft and the placement wire, causing the inserted material to twist and kink. The team decided to transfer the patient to a center with vascular surgery capabilities to have the remaining pump removed. The impella will be reported for the surgical removal of the device; however, the removal was performed with no consequence to the patient. The difficult removal of the guidewire and pump can be attributed to the patient's bioprosthetic valve.